Event description:
It was reported that balloon rupture occurred. The target lesion was severely calcified. A 10mm x 2.25mm wolverine coronary cutting balloon monorail was selected for use. During the procedure, upon third inflation, it was noted that the balloon ruptured at 10 atm for 30 seconds. The device was removed without any problem using the normal method. The procedure was completed with another of the same device. There were no patient complications.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6).